Event description:
On (B)(6) 2015, the reporter contacted animas, alleging battery compartment damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-product analysis:the device was returned and evaluated by product analysis on 07/22/2015 with the following findings:a battery compartment crack was observed. The returned battery cap top was worn and could not secure properly to the pump. A test cap could secure to the pump and was used for investigation. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.